Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The complainant reported the patient was being placed onto impella cp support due to decompensation while awaiting impella 5.5 scheduled for the next day. While on support, the patient became bacteremic, which was resolved with antibiotics. Additionally, the pump pulled into the aorta, which was resolved by advancing with echocardiogram guidance. The impella cp was explanted, and the patient escalated to the impella 5.5. The patient remained on impella 5.5 support.

Manufacturer narrative:
Manufacturer device report 1220648-2024-09217 erroneously submitted. The reported complaint against infection was against the subsequently implanted 5.5, not the subject impella cp device of this record. Positioning issues were resolved by repositioning with echo and, as such, do not constitute a complaint.